Event description:
Customer reported the dpm central station froze, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included rebooting the system using the front panel button. System was tested to factory's specifications. If functioned normally and was returned to use.